Event description:
See also manufacturer report 2032545200804038. It was reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. A second capsule was attempted and also failed. The procedure could not be completed. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.